Event description:
The lay user/patient contacted lifescan alleging that her onetouch ultralink meter was not powering on when a test strip was inserted, which was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips does not pass inspection, lifescan will inform FDA of the results in a supplemental report.